Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room after experiencing a low blood glucose (bg) value of 21 (mg/dl). Customer was treated with oral glucose gel and soda. Reportedly, customer uses humalog insulin and their health care provider indicated the insulin was "too potent" for the customer. The customer's health care provider changed the customer's insulin to novolog. Customer left the emergency room a few hours later with bg levels stabilized to 180 (mg/dl).